Event description:
It was reported to boston scientific corporation, that a cre esophageal/pyloric/colonic wireguided balloon dilatation catheter was used while performing an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the rubber piece on the distal end of the catheter buckled. The balloon could not be withdrawn through the scope. The scope and balloon were removed together from the patient. The end of the device that was sticking out of the scope was then cut. Another cre esophageal/pyloric/colonic wireguided balloon dilatation catheter was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's status was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).